Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead in certain positions. Amplitude was adjusted and the lead remains in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).